Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately eight months post initial right side tka, this male patient underwent revision due to infection. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
As reported, approximately eight months post initial right side tka, this male patient underwent revision due to infection. No additional information is available or forthcoming. The device is not available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.